Event description:
The patient was enrolled in the study in 2005. The patient had a 60% lesion in the mid left anterior descending branch. The lesion was de novo, eccentric, diffused and bifurcated and was 25.4mm in length. The vessel was 2.67mm in diameter. The patient also had a 55.6% lesion in the proximal left anterior descending branch. The lesion was de novo, eccentric, tubular and bifurcated. Femoral approach was chosen for the procedure and a 3.0 x 28mm cypher stent was implanted via direct stenting at 16 atm for 16-30 seconds in the mid left anterior descending branch. Timi flow pre and post procedure was noted to be grade iii and the residual percentage of stenosis was 2.5%. Then, a 3.5 x 23mm cypher stent was implanted via direct stenting at 14 atm for 16-30 seconds in the proximal left anterior descending branch. Timi flow pre and post procedure was noted to be grade iii and the residual percentage of stenosis was 19.3%. During a follow-up, on six and a half months later, coronary angiography confirmed that there were no issues with the stents that were implanted during the index procedure. However, restenosis was observed inside of a duraflex stent that had been implanted in the proximal right coronary artery. The restenosis was treated with a 3.5 x 18mm cypher stent. Approximately two years and seven months post index procedure, the patient complained of chest pain and visited the hospital. An electrocardiogram was conducted and decreases in st were observed. Coronary angiography was conducted and focal restenosis was observed in the cypher that had been implanted in the mid left anterior descending branch. The restenosis was treated by ballooning and reduced from 90% to 0. A few days later, the patient was discharged in stable condition. The patient's medications included heparin, aspirin, ticlopidine, cilostazol, carvedilol and diltiazem hydrochloride.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.